Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to 500 mg/dl, with high ketones. Customer went to the hospital and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.